Manufacturer narrative:
(B)(6). Subject: easy go aspirator serial # (B)(4). Med watch (B)(4). Dear (B)(4), the pm65 serial number (B)(4), complaint of getting hot and smoking. The history on the device is that it was manufactured in december of 1999, and precision medical shows no record of the device being returned for repair. The device is 16 years old, or three times the recorded life of the product. The likely cause of the complaint, is that the lead acid battery contained in the device, over heated, when the fluid leaked out. This caused the smell and smoke. I would recommend that all pm65 aspirators older than 5 years, be serviced, and at the very least the batteries should be replaced if older than 2 years. The life of the pm65 aspirator is 5 years. The warranty of the pm65 is 2 years. The life cycle of a lead acid battery is approximately 2 years. I would also recommend that pm65 devices, three times the average life span, be considered for replacement. Any other questions please feel free to contact me. Regards, (B)(4).

Event description:
Event desc: the unit began to smoke and create an acid bad odor and the unit was extremely hot to touch. This incident occurred at approximately 4:40 pm and even after 15 minutes the unit was still warm to touch. After being persuasive, I was able to get the battery out of the unit ; on further inspection, I noticed that the charging circuit board was burnt so it must have shorted out. Honestly because the case is melted and distorted and the charging circuit the unit is compromised, I believe that this unit is beyond repair and should be replaced. I will call the manufacturer and see if there has been any instances of this happening and I will also try to get a price on a replacement unit.